Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested as this patient had received a shock while exercising. A boston scientific technical services consultant confirmed the shock was inappropriate due to oversensing of low amplitude measurements from a change in morphology. Smart pass had been disabled. Further review of the device data identified a previous inappropriate shock had occurred for the same reason. The consultant documented and discussed the clinical observations. Follow up and further troubleshooting was recommended. No adverse patient effects were reported.